Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. When cancelling treatment after an alarm, fluid was noticed inside the cassette door upon opening it. Rn states there was no pt ill effect. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical eval, however, a companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.